Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reports that several pts who have had lasik are measured post-operatively with a "90 degree rotation of the intended cylindrical component's angle". This report will address the right eye of the first pt (B)(4). Additional info has been requested.